Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged outer jacket on the modular cable (lot number unknown) was unable to be confirmed. The modular cable was not returned for analysis and no photos or other documentation was submitted for review. Attempts were made to obtain additional event information, but no response was received. The root cause for the damage was not able to be conclusively determined via this investigation. The device history records were unable to be reviewed due to the lot number of the modular cable being unknown. Heartmate iii instructions for use (rev. C) section 2 - ¿system operations¿ and heartmate iii patient handbook (rev. D) section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Medwatch (B)(4) was received on 15oct2024. A1: patient identifier not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient arrived to clinic on (B)(6) 2023 with damage to their modular cable that was concerning for patient safety. The modular cable was replaced.